Manufacturer narrative:
Investigation result of side car - rx pushback. Visual evaluation of the returned device found the basket tip was intact and closed. The sheath was found torn and buckled at multiple locations. The side car-rx presented pushback out of specification. Additionally, the working length is bent in several locations and the basket wires were kinked. A functional test was performed and found that the basket would not open inside and outside the scope. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback, working length bent, basket kinked, sheath buckled and torn. Moreover, due to the sheath condition, the basket would not open. Therefore, the most probable root cause of this complaint is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the choledoc during a choledocholithiasis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket would not open inside the bile duct. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; side car-rx (guidewire port) pushback.